Event description:
It was reported that the patient's blood glucose level (bg) rose to 18 mmol/l (324 mg/dl) while wearing the pod for an unspecified amount of time. Upon realization of high bgs, the patient tried to correct their bgs with a bolus and was unsuccessful. The pod was then removed from the infusion site (abdomen), and it was observed that the cannula was bent. As treatment, a new pod was applied. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.